Manufacturer narrative:
A specific root cause was not identified. Since non-roche reagents are installed on the analyzer a reagent carryover issue cannot be excluded. The customer stated the issue has been resolved.

Manufacturer narrative:
Section was updated. The customer performs regular maintenance and is not having issues with other test parameters. The customer has non-roche reagents installed on the analyzer. Reagent carryover issues can not be excluded. The field service engineer visited the customer site and found an issue with the rinse mechanism. The gear pump was adjusted and rinse mechanism tubing was replaced. Probe alignment was checked along with ldh precision. Qc was within range.

Manufacturer narrative:
(B)(4)

Event description:
During discussions with the customer related to ldhi2 lactate dehydrogenase acc. To ifcc ver.2 (ldhi2) results on a different analyzer, the customer pulled an unspecified number of patient samples from this cobas 6000 c (501) module and repeated them on a different c501 module. Upon repeating the patient samples, the ldhi2 results for 1 patient sample were erroneous. The initial ldhi2 result from the c501 module in question was 162 u/l. This result had been reported outside of the laboratory. When the sample was repeated on the other c501 module the result was 265 u/l. The customer repeated the sample twice on the c501 module in question and got results of 250 u/l and 249 u/l. The customer released a corrected report. No adverse event occurred. The ldhi2 reagent lot number was 23767001 with an expiration date of 31-mar-2017. Qc results have been acceptable. The customer performed precision testing on the instrument and results were well within the acceptable ranges.